Manufacturer narrative:
The device that was pending evaluation was not made available by the customer; the reported issue was not confirmed. Evaluation results findings (components/results): 1 device: appropriate term/code not available/no findings available.

Event description:
No new information.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event(s), where it was reported the device experienced brakes do not remain engaged. No adverse consequence or clinically relevant delay in treatment was reported.